Event description:
After the physician positioned the microcatheter, he advanced enterprise stent via the mirocatheter to the distal of aneurysm. Then he fixed the micro-guidewire and withdrew the microcatheter to deploy the stent. When 4 distal mark points of the stent gradually exposed, the physician suddenly felt great friction. So he advanced the microcatheter to withdraw the stent back. Then he withdrew the stent and the microcatheter together and changed another micro-catheter to complete the procedure. The stent was not exchanged.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15647875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Record pths (B)(4) was generated for exceed the limits of ppms for the defect leaks; the investigation was performed and it concludes that the process has the controls required for the timely detection of this defect. As well as two points out control in graphic prowler select overall yield in limited lcl. Investigation the (B)(4) was opened by yield below goal and to address this type of issues on etq system codman. In addition the points out control in graphic prowler select + in pull test hub range ix and moving r in limits ucl. Investigation the investigation was performed and it was concluded the process has the controls necessary for the timely detection of this type of issues. The lot was accepted by specification and released; the pths and nc were closed.

Manufacturer narrative:
A non-sterile select plus 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected and it was found compressed. No damages were noted on the hub. The ID from the microcatheter was measured and was found within specification according to document es05104 rev 7. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018" guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip and slightly friction was felt when the guidewire was pass through of the compressed section found on the microcatheter. After that the microcatheter was flushed again using a lab sample syringe (nipro) and after that an enterprise lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip and slightly friction was felt when the enterprise was pass through of the compressed section found on the microcatheter a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as ¿catheter - resistance/friction-inner lumen" was confirmed during the functional test. The cause of the failure experienced by the costumer appears was due to the compressed section found on the returned device. The damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place (000mi033 rev. 52) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days. Evaluation summary attached

Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.